Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) pacemaker implanted: 2010 (B)(6); 5076-45 non-defib lead implanted: 2002 (B)(6). (B)(4).

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.